Event description:
It was reported the patient had tmj replacment on (B)(6) 2002. The mandibular implant broke, and was replaced on (B)(6) 2010.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(4) study. This is late information received from the (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. Failure of the device was directly attributable to material damage on the neck of the mandibular component resulting in a complete transverse fracture of the device. Clinical and mechanical evidence was found of fracture of the mandible component. Fractures are connected to repeated fluctuating stresses having a maximum value less than the ultimate tensile strength of the material. A combination of possible hyper-functional habits in this patient and being the top of the implant not optimally supported probably conditioned fatigue of the material with its subsequent fracture. Fossa component not available.